Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and the display came on normally however, the membrane panel leds were not lit. The fse replaced the membrane panel, overlay and completed the operational verification procedure on this ventilator device. Having passed all manufacture testing the device was return to the customer for use. At this time, the initial reported event was not duplicated however, it is believed that the initial event was reported incorrectly. This issue was associated with a suspect membrane panel issue and not a display issue.

Event description:
The customer reported a blank touch screen display on this ventilator device. The customer stated no patient involvement with this event.